Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. The reporter alleged that the top of the pump was broken and was being held together with tape. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.